Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged an inaccuracy. The surgeon noted that when checking on the turbinates on both sides, the navigation system showed 3-4mm to the inferior. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative following-up with the site reported that the surgeon did not use the head strap. Software investigation completed. Findings are that the customer does not use the head strap to secure the localizer. This is a required step that is known to result in inaccuracy during tracking. No software faults or anomalies were found to be the cause of the alleged inaccuracy. Use error caused the event.